Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the heavily calcified and tortuous circumflex (cx) artery. The whisper guide wire was advanced with difficulty and became stuck in the cx artery. An attempt was made to remove the device and force was applied. The whisper guide wire became separated, with approximately 3 inches remaining in the patient anatomy. Attempts were made to retrieve the separated segment; however, the separated segment remains in the patient anatomy. The patient was then transferred to another facility. No additional information was provided.

Manufacturer narrative:
(B)(4). Against resistance, excessive force. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.